Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One implant was returned for investigation. Visual inspection of the as returned product identified a fractured screw piece in the drive feature of the implant. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there was one related complaint against this screw lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. The bone loss event cannot be verified. A root cause cannot be determined. The following sections have been updated: b4: date of this report, d4: device expiration, d4: UDI , d10: device availability, g4: date received by manufacturer, g7: checked "follow-up", h2: checked follow-up type,h3: changed "no" to "yes", h4: date of manufacture, h6: entered evaluation codes, h10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient age and weight not provided/unknown. Device not returned.

Event description:
It was reported that the abutment screw fractured inside the implant. The implant was removed. Bone loss was noticed as well.